Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the 100% stenosed, calcified, and extremely tortuous proximal left anterior descending (lad). After performing plain old balloon angioplasty, the physician placed a guidewire and attempted to deliver the 3.50x8mm taxus express2 drug eluting stent, but was unable to cross the lesion. It seemed to be related to the guidewire, so the physician changed to guidewire. However, the physician was still unable to cross the lesion, and the taxus stent was withdrawn. It was noticed that the taxus stent was lifted up and it was changed to another stent. The procedure was successfully completed and the patient condition is listed as good.